Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the straining ring would not retract properly, the slide sleeve would not turn smoothly and the device vibrated more than usual. It was further determined that the internal components were corroded and the clamping components, seals and bearings were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the quick coupling device had a sticky trigger and the knob was grinding. During in-house engineering evaluation, it was observed that the straining ring would not retract properly, the slide sleeve would not turn smoothly and the device vibrated more than usual. It was noted internal components were corroded and the clamping components, seals and bearings were worn. There were no delays to the planned surgical procedure an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.